Event description:
On (B)(6) 2010, the pt reported the piston rod of his insulin infusion device is not properly working. He stated that during the 'change cartridge' procedure, the piston rod would retract to the bottom of the chamber, but would not come back up and then display "315" units. His device would display 'returning piston rod' until he took the batteries out or bumped the device against something. He stated he is using a proper battery and has already tried another battery, but the issue has continued. To troubleshoot, the pt was instructed to return the piston rod. He did so, but the piston rod stuck again at the bottom of the chamber. The pt tapped his device, but the piston rod remained stuck. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.